Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed after the indicator window turned black and black. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed after the indicator window turned black and black. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The interventional procedure used a retrograde approach. A 6f non-cordis sheath was used. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing sloid black at that time. The indicator window did not show any red color during retraction. Other procedural details were requested but were not provided. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, the guard was locked, the plug was in the manufacturing position, and the indicator wire was deployed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was received in the black/white position. No additional anomalies were observed during this analysis. A deployment simulation evaluation was performed. During the test, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in indicator wire retraction and the expected plug deployment. The indicator system proceeded to display the black/white/red position as expected. A high magnification evaluation was conducted to inspect the internal mechanism after opening the device case. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the functional analysis was performed and successful lever depression with plug deployment was achieved. The internal mechanism showed no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed after the indicator window turned black and black. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The interventional procedure used a retrograde approach. A 6f non-cordis sheath was used. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing sloid black at that time. The indicator window did not show any red color during retraction. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h1, h2, h3 and h6. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.